Event description:
The electrosurgical generator esg-400 was returned to the service center with a report of a damaged connector / board.. This does not indicate a reportable event. However, a reportable failure was found during testing at the service center. During inspection of the device, an e433 error was produced because the generator board / power board has failed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the complaint is traced to component failure - expected or random component failure without any design or manufacturing issue is due to stress problem, problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue and communications problem, devices that do not send or receive adequate signals (this speaks to the interoperability between devices). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.